Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an atrial septal defect surgical procedure on (B)(6) 2012 and suture was used. During the procedure, the needle easily detached from the suture when the surgeon passed the needle through the tissue during continuous suturing at the dermis. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The assignable cause is a clip off defect.